Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2017 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, top cover and handle interface cracked and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time (2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we have reported it now. Getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the top cover and handle interface cracked and particles were missing. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might cause contamination. It was established that when the event occurred the light head did not meet its specification due to cracked plastic leading to missing particles and it contributed to the event. There is no information if the device was being used for the patient treatment or diagnosis when the issue occurred. The possible root cause of the issue is related to improper cleaning method, it is possible that a repeated cleaning, not following manufacturer¿s instructions, and that this resulted in a weakening the material leading to the observed outcome. Given the circumstances and the fact that this type of complaint appears only rarely when compared over the number of devices being used daily in the market, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.